Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient called in after not seeing insulin drops and shortly thereafter observed that the cartridge had broken. The agent reviewed the filling process with the patient and determined that all steps had been followed correctly. The patient reported performing the cartridge replacement and supply change independently. The patient was advised to call back if any further issues occurred. The lot number for the cartridge was not verified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.